Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, a femoral artery pseudoaneurysm was noted. It is unknown if medical intervention was needed. The hospital stay was extended. The outcome of the case is unknown. The patient is part of a clinical study. No further patient complications have been reported as a result of this event.